Event description:
The patient reported that subsequent to the implant of a protegen sling in 1997, they experienced urinary and bladder infections, burning during urination, hematuria, odor and incontinence. Patient reported they had sling repair surgery in 1999. The nature of the repair surgery is unknown. Patient reported the device was removed. The device was not returned for evaluation. Company's directions for use outline as potential complications: "infection."